Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating an open safety valve. Identification of issue has been done by analyzing problem description, service report and device¿s logs. There was no patient harm. The issue was decided to be reported based on available information as the technical error may lead to stop of ventilation. According to the information provided by the technician, the printed circuit expiratory channel board was detected as faulty and its replacement is necessary. After replacing, the issue has been resolved and the device was delivered to the user in working condition. No parts have been returned for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).